Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to a damaged cpu board and stripped lift motor coupler. It was also reported that the nurse call would not function due to a damaged nurse call cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.